Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Event description: (B)(6)] event description: "mobilization of stomach" "the report made on 3rd of september as I received today from them. And they mentioned: the patient developed intra operative bleeding due to improper sealing. Patient postoperative developed significant bleeding and admitted to the hospital with significant drop of hemoglobin." "Blood loss and re-admitted to the hospital with low hemoglobin." Closing response required. Patient status: patient is alive. Intervention: readmitted to the hospital.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be confirmed or replicated, as the event unit passed all relevant testing and met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Event description: [hospital name]. Event description: "mobilization of stomach". "The report made on 3rd of september as I received today from them. And they mentioned: the patient developed intra operative bleeding due to improper sealing. Patient postoperative developed significant bleeding and admitted to the hospital with significant drop of hemoglobin". "Blood loss and re-admitted to the hospital with low hemoglobin". Additional information received from the field team on october 16, 2025, via email: "kindly note that we reached out today to [doctor] to obtain more information about the reported case at the postoperative stage. [Doctor] confirmed that the patient is stable now. Postoperatively, the patient had an extended hospital stay of 3¿4 extra days before being discharged. The patient was later readmitted to [separate hospital] (B)(6), where he was managed with blood transfusions, CT-guided drainage, and antibiotics, and was subsequently discharged. It was confirmed that no other procedures or interventions were performed. On the other hand, the voyant maryland fusion device eb215 was collected today and shipped via ups. The condition of the device is used, and the jaws are not clean". Closing response required. Patient status: patient is alive. Intervention: readmitted to the hospital.